Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customer's blood glucose level. Customer uses apidra.